Event description:
The patient presented to the hospital with the left middle cerebral artery (mca) m1 segment 80% stenosis with symptoms of dizziness. Following uneventful delivery of the guidewire to the target lesion, angioplasty was successfully performed to treat the vessel stenosis using a balloon catheter. Two stents were delivered to the lesion and were accurately implanted. As the physician attempted to retract the guidewire, a vascular spasm had occurred, and he was not able to remove the guidewire from the patient. The guidewire was left inside the patient's vessels. The patient was given papaverine to treat the vasospasm. Eleven days post procedure the patient died. The physician stated that the high percentage of the vessel stenosis could have contributed to the patient's death after the vasospasm. The physician does not allege any malfunction of any devices used for the procedure.

Event description:
It was reported that the device was explanted after implant duration of approximately 1.3 months. On 10/08/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to mitral regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.